Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an acd/acf surgery at c5-c7 using rhbmp-2/acs in 2009. One week post-op, the patient experienced some swelling. The patient reports that he has a known nickel allergy. The patient has presented to the ER twice with difficulty swallowing.